Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic inguinal hernia, the rubber seal was completely dislodged when inserting the mesh and they continued to use the same item to finish the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) received one device with the appropriate packaging. The visual inspections noted that the valve seal was disengaged. The balloon, lock collar and doors appeared intact. The obturator and inflation bulb were not received. A functional evaluation found that the balloon was inflated with no leaks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the broken insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the rubber seal partially dislodged when inserting the mesh on a laparoscopic inguinal hernia, the valve seal disengaged. In order to complete the case, the surgeon continued to use the product as is. There was no patient injury.